Event description:
Customer's mother reported customer's insulin pump is alarming failed battery test with new batteries. Customer's blood glucose is 194 mg/dl. Troubleshooting found no anomalies. Customer cleaned the battery contacts and inserted a new battery, but the device alarmed failed battery again. Customer stated the device alarmed weak battery yesterday when her blood glucose was 338 mg/dl. She treated with manual injections. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).